Event description:
It was reported that during a bilateral salpingo-oophorectomy procedure, the surgeon felt that the activation buttons would continue to activate the device without being touched. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent